Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that appeared on the home choice (hc) during initial drain. The hp did not check the patient line before connecting and starting the initial drain. There was air in the patient line. (B)(4) had the hp disconnect and cycle power to end therapy. The hp will restart the setup with all new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the surgeon set the scalpel, he heard a noise. An error code 5 appeared after three minutes of use. They reset it, but the noise was still heard and the titanium tip broke outside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade when the device is placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard.